Event description:
It was reported that during a laminectomy surgical procedure, the attachment device was "getting hot" and it was "difficult to load a tool." The reporter stated that once the cutter device was placed in the attachment device, the lock would not turn on the hand piece device to turn the cutter device. An identical spare attachment device was available and the planned surgical procedure was completed without delay. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition could not be confirmed or duplicated. A functional assessment was performed and the device passed all operational specifications. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).